Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected an increase in shock impedance measurements on the right ventricular (rv) lead with several measurements being out-of-range. Boston scientific technical services (ts) suspects the root cause is either lead tip encapsulation or an ionic buildup. No adverse patient effects were reported. The device system remains implanted.